Event description:
It was reported that the device was used during a left nephrectomy. The device was fired on the renal vessel, but when device was opened the staples fell out of the device unformed and the device did not cut. A second device was used and the case was completed. There were no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Vessel. At what location on the tissue? Proximal to the kidney. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes, sounded like something cracked. Were any of the forces higher or lower than expected (closing, firing, or opening)? During the firing higher force than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Renal tumor. Does the patient have any relevant history of surgical treatments? Cholecystectomy, masstoid stent surgery. How long has the surgeon been using this device for this procedure (in years)? Five plus. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the device was received with the firing mechanism damaged and with no reload loaded in the device; the shrouds were noted to be slightly separated. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.